Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported that they getting low reservoir alert. Customer was unable to clear the alarm. Customer reported that buttons were not responding. Customer reported that buttons are responding after troubleshooting. The insulin pump will not be returned for analysis.